Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that 7 years and 3 months after dental implant was installed in intraoral region 29#, its loss of osseointegration was observed. In addition, immediate load was performed and the patient presented bone type ii and peri-implantitis.